Event description:
Report indicates that a dynamic compression cable plate fractured in the patient after having been implanted for approximately three months. Revision procedure was performed on (B)(6), 2012 to remove and replace the plate. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to determine the cause of reported issue. Device has been received, but evaluation has not yet been conducted. Upon completion of evaluation, a follow-up report will be sent to the FDA. Review of manufacturing history shows this lot released with no anomaly. Date implanted - implantation was approximately three months prior to the revision. Exact date unknown. Warnings in the package insert state: "surgical implants are subject to repeated stresses in use, which can result in fatigue fracture. Factors such as the patient's weight, activity level, and adherence to weight bearing or load bearing instructions have an effect on the service life of the implant."

Manufacturer narrative:
The plate is fractured into two pieces at the midpoint hole. A stress riser was created across the hole when a cable was placed between the bone and the bnp plate. This contour along with high cyclic loading lead to the fracture.

Manufacturer narrative:
This report is being relayed to correct the product and lot information, as well as the manufacturing records.